Event description:
It was reported that during treatment with a prismaflex m100 set, an external fluid leak was observed from the dialysis spike. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample was provided for evaluation. The visual inspection of the provided pictures showed a leak at the level of the spike of the replacement line and that the spike was cracked. The reported condition was verified. The cause of the leak was due to the crack. The cause of the crack was determined to be due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.